Event description:
It was reported that the patient experienced prolonged hyperglycemia while using the ilet system with a dexcom g7, with cgm readings up to ¿hi¿ and a fingerstick of 426, after insulin delivery stopped for approximately nine hours when the device remained in bg run mode without a started sensor and the alert was not acknowledged; meals were not announced and no corrective insulin was delivered during this period, and no device leaks or hardware issues were observed. Symptoms included hyperglycemia with associated lethargy, nausea, and urinary frequency. Outcomes included a delay to treatment or therapy. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an incorrect procedure related to user interaction with the user interface that contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.